Event description:
A #32 french chest tube was inserted during surgery on 4/26/95 for evacuation of empyema. During removal on 4/30/95 the tube seemed to be caught and broke at the first hole at the chest wall. The wound was anesthetized, opened slightly, and the remainder of the chest tube was successfully removed.